Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the hospital staff and a competitive manufacturer representative were attempting a spin with the imaging system post anterior lumbar interbody fusion (alif) procedure. The event occurred intra-operatively, but at the end of the procedure. It was confirmed that there was no negative impact on patient outcome. The delay in the case was less than 15 minutes.

Manufacturer narrative:
H6: a manufacturer representative (rep) went to the site to test the imaging system. It was reported that the rep could not duplicate the issue, he performed a system checkout and the system performed as intended. No fault was found and no hardware parts were replaced. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would occasionally and intermittently pause in the middle of a spin. Resetting and starting a new spin can be done successfully. A patient was present. Pending impact on patient outcome. Unknown surgical delay.